Event description:
On (b(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging a battery indicator issue with her onetouch verio iq meter due to ¿not holding a charge.¿ the complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 3x daily and her results are usually around ¿7.0 mmol/l.¿ the patient manages her diabetes with glyburide pills (50 mg 2x daily). The alleged issue began about 1-2 weeks prior to contacting lfs. The patient denied making changes to her usual management routine; however, due to the reported issue, the patient discontinued testing her blood glucose with the subject meter. On the evening of (B)(6) 2013, the patient claimed she felt symptoms of ¿weak, fingers sore and was tired¿ which she associated with high blood glucose. That same evening, the patient reportedly went to the emergency room (ER) and obtained a blood glucose result of ¿28 mmol/l¿ with the ER/ hospital meter. The patient was administered humalog insulin (amount not specified) as treatment and felt better about 3 hours later. The patient was reportedly sent home that same evening. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained a blood glucose result suggestive of a serious injury with the ER/ hospital meter and received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Follow-up (1/30/2014)-device evaluation: the meter, usb cable, and ac adapter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter, usb cable, and ac adapter have passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.